Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and failed due to receiver no power on. A receiver boot test was performed and failed due to receiver no power on. Functional tests were not performed due to receiver no power on. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded for review due to receiver no power on. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional.